Event description:
It was reported that pt underwent hip procedure on (B)(6) 2010, using a zimmer femoral stem and modular head, and a biomet bi-polar cup shell. Pt fell on (B)(6) 2010 and dislocated the hip. Surgeon attempted a closed reduction, but during attempt, the modular head was dislocated from the bi-polar cup shell, resulting in revision surgery on (B)(6) 2010. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the us. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in progress, but not yet complete. Upon completion of eval, a f/u report will be sent to the FDA. This report filed jan 27, 2011.